Event description:
Additional information was received indicating an invasive procedure was performed and this lead was surgically abandoned due to dislodgement. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited increased thresholds measurements six weeks post implant. A lead dislodgement was suspected. Subsequently, the rv lead exhibited loss of capture (loc). A revision procedure will be considered for an unknown date in the future. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.